Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had to catheterize "so much". The issue started about 6 months ago (2018). The healthcare professional (hcp) wanted to put in another device on the patient¿s left side. It was noted that their current device was on the right side and was not helping. The patient was to follow up with their hcp for the issue. There were no further complications reported or anticipated.